Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the activator on the hemopro 2 device was sticking even after the toggle was let go. Energy continued to be delivered. The same device was used to complete the procedure. The hosp did not report any pt effects. The hosp intends to return the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).